Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, the device would not close because there was too much tissue in the jaws. The surgeon re-approximated and fired the device. Upon pulling it out, he did three full turns instead of a half turn and the anvil came off. He had to open the bowel in order to remove the anvil. The patient is fine.